Event description:
According to the facility on 3/3 during a c6-7 interlaminar epidural steroid injection, "the extension was used to add contrast into the epidural space. Dr. (B)(6) then attempted to disconnect the extension from the tuohy needle placed in the patient, when he attempted to disconnect the extension would get "stuck" in the needle causing the tuohy needle to slightly move causing a spinal tap".

Manufacturer narrative:
According to the facility on 3/3 during a c6-7 interlaminar epidural steroid injection, "the extension was used to add contrast into the epidural space. Dr. (B)(6) then attempted to disconnect the extension from the tuohy needle placed in the patient, when he attempted to disconnect the extension would get "stuck" in the needle causing the tuohy needle to slightly move causing a spinal tap". The patient's blood pressure dropped so the patient was kept for observation until the bp returned to baseline. Fluids were administered to help the patients blood pressure return to baseline. The patient's blood pressure was back to baseline the same day before discharge. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.